Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a button error alarm. It was also reported that the customer's insulin pump was exposed to moisture, and now their is visable moisture under the display scree. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
No button error alarm was noted. The act button was unresponsive due to a corroded keypad trace. No moisture damage was noted on the electronics. The insulin pump was received with a cracked case at the display window corners and a cracked reservoir tube lip.